Event description:
Kimberly clark corporation received notice in 2005 alleging that the patient experienced irritation with redness/dryness/bumps. The patient alleges that their doctor told them the irritation was due to their use of menstrual pads. The patient stated that they were using kotex ultrathin pads with wings.